Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus vietnam (ovn) (returned to ovn on 2022/06/20). The evaluation at ovn repair center found cracks on the generator¿s front panel, rust on the cover and confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s front panel and the rust was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Event description:
Olympus was informed that during preparation for an unspecified procedure, the esg-400 hf generator issued error message e433 and restarted itself. The procedure was successfully finished with a similar device and there was no report about an adverse event or patient injury.